Event description:
The customer contacted technical support (ts) stating that the unit gives check vent alarm at turn on for primary alarm failure. The customer reported there was no patient involvement at the time the issue was discovered. Ts confirmed the reported issue by reviewing the diagnostic report (drpt) and verifying the error code was present. Ts recommended upgrading the unit's software.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted.